Event description:
Patient presented back to the physician with continued pain at the chest and neck incision sites. Physician prescribed pain medication.

Event description:
Patient presented to the ER physician with pain at the chest and neck incision sites, intense itchiness inside the chest area, right side lip weakness, difficulty with speech and swallowing, and migraine. Physician prescribed pain medication.

Event description:
Patient presented back to the physician with continued pain. Physician brought the patient into the or and removed the entire inspire system.